Event description:
Pt reported delivering insulin (amount and type not provided) around 9 pm. Pt did not indicate if blood glucose was tested at this time. Pt stated that, 1 hour and 50 minutes later, she experienced a hypoglycemic seizure. Pt's spouse reportedly tested pt's blood glucose, using the suspect device, with results of 263 mg/dl and 14 mg/dl (back-to-back). Emergency medical services were summoned on pt's behalf, and upon their arrival, pt's blood glucose measured 27 mg/dl, on paramedics' device. Pt was reportedly treated with an intravenous glucose solution, after which, her blood glucose measured ~ 180 mg/dl (on paramedics' device). Pt declined transport to hosp for additional treatment. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.